Event description:
The patient reported the device was removed due to sepsis in 2007, the pt stated testing indicated methicillin resistant staphylococcus aureus (mrsa) - the date of the test was not reported. No symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates lioresal. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.